Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have blade damage at the midpoint of the blade. The curved blade was found indented. There were no signs of corrosion that would have contributed to the blade damage. Components adjacent to the blade damage do not show damage. The complaint regarding a broken tip was confirmed by failure analysis. The probable root cause is attributed to use conditions.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during da vinci-assisted surgical procedure, the tip of harmonic ace instrument was broken. The procedure was completed with no reported injury. Intuitive surgical. Inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter could not remember if the tip was completely detached from harmonic ace instrument. She could not remember if it was still attached loose to instrument. Per reporter, even if the tip was completely detached, no fragment fell into the patient. The instrument was inspected prior to use. The surgeon noticed that some patches on instrument has poor quality. The instrument was in use for about an hour prior to the issue. There was no report of any collision.